Event description:
Reportedly, the time to rrt is min 6 months. The device was implanted 5 years ago.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Patient files analysis revealed that the device has been explanted before the recommended replacement time (rrt) on (B)(6) 2023 with a battery impedance of 2,94k. The programmer software displayed a time to rrt of 10 months (min 6 months) since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 78 months (6 years 6 months). The implantation duration was considered 69 months, which is higher than 75% of the estimated overall longevity (75% of 78 months = 59 months). Based on hrs guidelines, normal battery depletion occurred. Upon reception, the returned device was interrogated and found operating in vvi mode, 70min-1, ventricular channel was with 2,8v amplitude and 0.38ms pacing pulse width; i.e. Under the nominal programming applied for some parameters (mode, basic rate, rate hysteresis, rate response mode, smoothing) as expected when the rrt is reached review of the expertise files resulting from the interrogation of the returned device showed an increase of the battery impedance most probably during the transportation of the subject device. It should be noted that this increase was the expected behavior because battery impedance increases with low temperature conditions. This explains why the recommended replacement time (rrt) was reached between the explantation of the device and its return to the laboratory. The device was then reprogrammed in ddd mode, pacing pulses were delivered appropriately in a and v channels. Normal sensitivity was measured also in both channels. No overconsumption was observed during consumption measurements by telemetry. The device was then submitted to the standard electrical manufacturing test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle based on available data, normal battery depletion occurred.

Event description:
Reportedly, the time to rrt is min 6 months. The device was implanted 5 years ago.